Event description:
The balloon would not come out of the sheath. The sheath and balloon were removed together. A 10 x 40 balloon was unable to be withdrawn through a 7f sheath and needed to be taken out of the body along with the sheath.

Manufacturer narrative:
The batch history record for the device was reviewed. The batch met all release criteria. This is the only complaint reported for this batch number. The complaint sample has been returned for evaluation. The investigation and evaluation is complete. The IFU states "if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. This is exactly what happened in the procedure."